Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver is stuck on initialization screen. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.